Event description:
Add'l info rec'd form MFR 8/23/04: MFR received a medwatch report in 4/04, concerning the report. MFR's sales rep. Attended a meeting with hospital rep at which time it was determined the cause of the static was a wiring problem in the or booms. Therefore, the aem monitor was not returned for evaluation. MFR made the determination that an encision product did not cause or contribute to the static reported, so no MDR was necessary.

Event description:
The or [operating room] has encision aem monitors on all their esu units [electrosurgical units]. Over the last few months co has found out that when the aem monitor is used in conjunction with the esu unit, there is static on all the or monitiors in the or room. [All the operating rooms are on one electrical circuit. The monitors were plugged into different outlets not in close proximity of each other and some of the interference disappeared. In attempts to alleviate further interference, an isolation transformer was installed in each room. This reduced the problem approx 90% but some interference still existed. The hosp does not have line isolation monitors in each suite].